Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported the customer was experiencing high blood glucose. The customer's blood glucose was 254 mg/dl. Customer attempted to treat their blood glucose with the insulin pump, but received a no delivery alarm. It was also found the customer did not have any symptoms of high blood glucose. Troubleshooting found insulin was able to exit from the tubing and there were no leaks present. It was also found the customer had a bent cannula after removing their infusion set. Customer stated their cannula was not occluded. Advised the customer to change out their entire infusion set, reservoir, and insulin. No additional information provided.